Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2016. Device manufacture date: january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. Visual inspection revealed that the source of the leak was an untightened blue winged luer cap. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was verified, but the product was found to perform to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was found to be leaking from the blue cap. The device was filled with 4400mg of fluorouracil in in 115ml of sodium chloride 0.9%. There was no patient involvement. No additional information is available.